Event description:
It was reported that during a ptca/stent procedure upon inflation of the delivery system, the proximal taper appeared to be oversized. The oversized portion was deflating using the inflation device, and the stent was successfully deployed. Reportedly no pt injury occurred.